Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the suture sleeves on the left ventricular (lv), right ventricular (rv) and right atrial (ra) leads had eroded through the device pocket. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced and the leads remain in use. No further patient complications have been reported as a result of this event.